Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to acquire the ECG leads. The customer tried using a different ECG trunk cable and lead set but the problem remains. There was no patient involvement.